Event description:
During a follow-up, externalized conductors were observed via review of fluoroscopy. No electrical issues noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.